Event description:
As reported, approximately 5.5 years post initial left tka, the 58 y/o female patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a tka revision possible poly swap vs full revision. The patient underwent a poly tibial insert swap and patella implant swap. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray and images received. The devices are not available for evaluation due to the implant(s) were sent to the lab and legal at the hospital.

Manufacturer narrative:
Section d10: concomitant products. Optetrak 3 peg patella 29mm cemented (cat# 200-02-29 / serial (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Further information and/or investigation results will be provided within 30 days of receipt.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2018. They subsequently underwent left knee revision surgery on (B)(6) 2021, approximately 3 years 4 months post primary procedure. Revision op report noted that there was abundant white synovitis as can be seen with prosthesis wear. There was moderate wear involving the polyethylene with oxidation noted as well. The surgeon further noted that there was evidence of some mild osteolysis on preoperative CT. However, in spite of vigorous impaction, both the femoral and tibial components were found to be well fixed. The patellar component was also noted to have mild wear and was revised. The patient was awoken from anesthesia and transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and x-rays were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.